Event description:
"Patient reports completing the second round of aligners and the bottom front teeth are still not aligned and the bite is still off. Unable to clench the back teeth together because the bottom front teeth are too far forward and hit the back top teeth first. The top front teeth #8 & #9 got chipped in the process after wearing the aligners/hyperbyte every single night without missing a night per instructions. Per byte cst (clinical support team) the bite looks wnl (within normal limits) and per projection, the teeth expected to protrude. Cst plans to align treatment with dentist."

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.